Event description:
Physician was fixing an endoleak using penumbra ruby coils. The first coil did not detach when the detachment handle was engaged as the pull wire only came part way back. The physician manually pulled the coil pusher and detached the coil. The second coil also did not detach correctly with a second detachment handle, and was again manually detached. The case finished successfully using seven total coils.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with mdrs 3005168196-2013-00268, 3005168196-2013-00270, and 3005168196-2013-00271.

Manufacturer narrative:
Results: the handles appears to have been opened and tampered with prior to return as the tabs securing the tops are broken. Because the tabs that hold the nose piece on the handle were damaged, the handle could not be tested with the handle test fixture. However, the handle makes the familiar clicking sound when the lever is pulled back. Conclusion: the complaint has been evaluated. The complaint states that the physician had trouble detaching the coils using the detachment handle. Upon beginning the evaluation, it appeared that the handles that were returned had been tampered with prior to our investigation. The tabs that hold the nose piece on the handle were damaged. Therefore, the handles could not be reassembled and tested for pull and throw force with the handle fixture. These handles do make a clicking sound when the lever is pulled back. This clicking sound is what is heard when the handle is functional. The cause of this complaint cannot be determined from the devices in their returned condition however, if the detachment handle and the coil pusher assembly are not positioned correctly and in a linear position, the user may experience difficulty detaching the coils. In addition, if excess friction is built up distally due to catheter placement or a dense coil mass, detachment may be difficult without repositioning the devices. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00268, 3005168196-2013-00270, and 3005168196-2013-00271.